Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 429 mg/dl at the time of the incident. The customer was blow-drying the hair when they noticed that the blood glucose was going up. The customer stated that they went to change the reservoir and when put in several boluses but they were never alerted. The customer soon found that the cannula was bent and their blood glucose went up to 420 mg/dl. The customer would rather troubleshoot on a different date. The device will not be returned for analysis.